Event description:
Dealer states the chair will go few feet, about 3 and then stop because the motors are locking up. The dealer asked for a quote to replace the motor and the gearbox. Dealer disconnected the call without verifiying the correct serial number. The one provided is for a solara manual chair.